Event description:
Attorney alleges, the patient experienced a defective spinal cord stimulator.

Manufacturer narrative:
Product ID, 3778-60 lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ lead product ID, 37752 lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ recharger product ID, 37743 lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ programmer, patient product ID, 3550-29 lot# n142178 serial#, implanted: 2008 (B)(6), explanted: product typ accessory. (B)(4).